Event description:
The customer reported that their AED indicated depleted batteries. Customer stated that the battery is not expired according to the labeling, but it will no longer power the AED. The reported event did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED is flashing red and reporting a service code. The customer reported the AED was out of service for months. The root cause of the depleted battery pack was identified as the customer's failure to promptly address red asi warnings which reduced the battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed. The AED is functioning as designed and can stay in service. Should additional information become available a follow-up MDR shall be submitted. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis.